Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. The device was returned to asahi for investigation. A follow-up report will be submitted with all additional relevant information. The 2.5x15mm trek dilatation catheter is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). A product problem did not occur with an abbott or asahi device. Brand name: unknown manufacturer name, address, and report number are unknown. These fields are locked and unable to be changed accordingly. Catalog number: unknown, lot number: unknown. This is a non-abbott/non-asahi device malfunction. (B)(4). Evaluation summary: the device was returned for analysis. As this is a non-abbott/non-asahi device, no investigation can be performed. Based on the reviewed information, no abbott/asahi product deficiency was identified.

Event description:
Subsequent to the initial MDR, the additional information was obtained: per asahi analysis, the returned guidewire is not a prowater or an ashai device. Per abbott vascular's returned goods analysis, the guidewire is not an abbott guidewire.

Event description:
It was reported that the patient presented with a st elevated myocardial infarction (stemi) and an occluded distal right coronary artery (rca). A prowaterflex guide wire crossed the distal rca lesion. A 2.5x15mm trek dilatation catheter was advanced to the lesion without resistance. Once at the lesion, the markers did not appear aligned co-axially aligned with the wire. After balloon inflation, the balloon locked with the wire and appeared deformed. The balloon was able to deflate, however it remained stuck and intertwined with the wire. Both were removed a single unit and the procedure was completed using another wire and balloon. There were no adverse patient effects and there was no clinically significant delay. The patient is in reported fine condition. There was no additional information provided.